Event description:
It was reported that during a laparoscopic gyn procedure, the metal end of the device jammed inside the unit during the case. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).